Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose level was 230 mg/dl. Customer¿s other blood glucose levels were 111 mg/dl, 215 mg/dl, 211 mg/dl, 204 mg/dl, 194 mg/dl, 190 mg/dl. Customer states reason for under delivery was patients blood glucose goes up after delivering a bolus. The customer was advised that the insulin pump needed to be replaced to revert to the backup plan. The insulin pump will not be returned for analysis.